Event description:
A malfunction with code malf 24 was reported, and no notable events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level. Customer support decided to replace the pump as the malfunction code was not resettable. The customer was informed about using an mdi as a backup therapy and was notified about the necessary steps to return the problematic pump to avoid charges. Instructions for putting the pump into storage mode and programming new settings into the replacement pump were provided. The replacement pump was shipped with updated software.